Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after damage.

Event description:
T was reported that the procedure was to treat a heavily tortuous, moderately calcified right coronary artery. The vessel was predilated with a 2.5x15mm non-abbott balloon. The 3.5x28mm xience skypoint stent delivery system was opened, removed from packaging and a slight flare was already observed on the proximal side of the stent. The 3.5x28mm xience skypoint was inserted and attempted to be advanced; however, resistance was felt and the stent was not deployed. A new 3.5x28mm xience skypoint was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is possible that inadvertent mishandling during unpackaging of the device or sheath/stylet removal may have contributed to the reported material deformation. Further interaction with accessory devices during advancement and attempted deployment, as resistance was noted, may have contributed to the reported activation failure; however, without the product to examine, this cannot be confirmed. It was reported that the 3.5x28mm xience skypoint stent delivery system (sds) was removed from the packaging and a slight flare was observed on the proximal side of the stent; however, the xience skypoint was inserted and attempted to be advanced. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), instructions for use (IFU), states to carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.